Event description:
Pt was revised to address oversized and unbalanced devices. The tibia was implanted too posterior.

Manufacturer narrative:
The investigation could not draw any conclusions about the reported event. The initial report stated an oversized knee, poor device alignment and an unbalanced knee were contributing factors. A search of the complaint database did not show any other reports against the manufacturing lots. No evidence was found indicating product error was a contributing factor. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.